Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 369mg/dl. The customer added insulin into their cartridge and reloaded the same cartridge as the cartridge was running out of insulin. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a cartridge change to address the issue and advised the customer not to reuse cartridges.